Event description:
It was reported that the patient experienced respiratory distress on the same day as implant of the right ventricular (rv) lead. A large pneumothorax was found on chest x-ray. A chest tube was placed and the patient¿s condition improved. Hospitalization was prolonged. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.